Event description:
It was reported that the customer's insulin pump will experience a partial display when he is out in the sunlight. Customer's blood glucose level at the time 127mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected missing segments/partial display anomalies or turning dark of screen noted. The screen functions properly. The insulin pump was received with cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.